Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had dislodged. During a follow-up, it was noted that a loss of capture, low sensing, and decrease in impedance were observed. Upon repositioning, the physician inadvertently cut the svc coil connector. Hence, the lead was capped.